Event description:
Boston scientific crm received info that this right ventricular (rv) lead was explanted due to a fracture experienced after the pt fell. It was reported that lead impedance measurements were greater than 3000 ohms, and pacing inhibition and some oversensing of noise also were observed while the pt and device were being seen clinically. The pt was found to have an infection, so the physician elected to explant the entire system. Because the pt had not received shock therapy, he elected to implant a pacemaker and epicardial lead system. There was no allegation against the pt's implantable cardioverter defibrillator (ICD) or other leads.